Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt did not provide an event date but mentioned they had just gotten implanted on (B)(6) 2026. Pt stated the ins was supposed to be for their leg and their upper, middle, and lower back. Pt reported they were still having pain in their hip and down their right leg after adjusting their stimulation. Pt had adjusted program 1 to 1.9 and program 2 to 1.6 which seemed pretty good. Program 3 was at 0.8. Pt reported that when they cleared their throat, they would get electrical shocks on the left hand side of their chest down to their left leg. Agent redirected pt to their healthcare provider to address the issue further

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.